Event description:
Reporter indicated that a patient presented with high lead impedance during a routine diagnostic test. Trauma and patient manipulation are not thought to be factors in the high impedance. No adverse events were reported. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.